Event description:
In (B)(6) 2010, the patient started treatment with peritoneal dialysis (pd) dianeal. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, a peritoneal effluent analysis and culture were performed. The analysis and culture results were unknown. On (B)(6) 2010, the patient began remedial therapy with zantamycin (40mg, daily, intraperitoneal (ip) and forcan (100mg, bid, orally). Pd therapy was ongoing as well as remedial therapy with zantamycin and forcan. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The reporter believed that the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.